Event description:
Reportedly, the subject defibrillation system was successfully implanted on (B)(6) 2017. Pocket hematoma was observed on the implantation day. The patient was discharged home on (B)(6) 2017. However, the patient was hospitalized between (B)(6) 2017 because of a minor surgical site bleeding, which worsened into a major one leading to two consecutive hospitalizations; between (B)(6) 2017 to evacuate the hematoma and revise the scar and between (B)(6) 2017. On (B)(6) 2017, the defibrillation system was explanted because of an infection. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject defibrillation system was successfully implanted on (B)(6) 2017. Pocket hematoma was observed on the implantation day. The patient was discharged home on (B)(6) 2017. However, the patient was hospitalized between (B)(6) 2017 because of a minor surgical site bleeding, which worsened into a major one leading to two consecutive hospitalizations; between (B)(6) 2017 to evacuate the hematoma and revise the scar and between (B)(6) 2017. On (B)(6), the defibrillation system was explanted because of an infection. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures.